Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of instrument grips -tips/broken to be related to the customer reported complaint. The instrument was found to have a broken grip. Additional observations not reported by the site were also identified. The instrument was found to have a broken grip cable at the distal end. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The instrument was found to have dislodged flush tube guide. The instrument was found to have a broken main tube.

Event description:
It was reported that during central processing, the tip-up fenestrated grasper instrument had a broken cable. There was no report of patient involvement.